Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the package was damaged prior to use, the sterile pouch and leaflet inside appeared to be cut.

Event description:
It was reported the package was damaged prior to use, the sterile pouch and leaflet inside appeared to be cut.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation, the package was observed and tear was noted at the front side of the leaflet. However, the wrapping sheet was observed not to have any tear on it. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "[storage method and expiration date]. Store in a dry, cool place away from heat, moisture, and direct sunlight. Indicated on the direct package and the outer box."